Event description:
No additional information.

Manufacturer narrative:
Updated investigation after physical sample received: two (B)(6) samples were received for investigation of (B)(4), in which the customer has stated: "backflow of blood into the line, even after a correct flush, returns blood and obstructs central peripheral insertion accesses." Of the two samples received, one was received without packaging but with no signs of having been in clinical use as no residual fluid was present; whilst the second sample was received in sealed packaging from lot 1025437. No sample of the connecting product(s) was received to aid the investigation. Examination of the returned samples did not identify any visual damage or manufacturing defects which might explain the customer's experience. Additionally, both samples were successfully accessed and flushed using a bd plastipak syringe; no leakage or air ingress was observed when back pressure was applied. Although the customer's report was not confirmed with the samples provided, the customer did provide two photographs (appendices 1 & 2), analysis of which confirms the reported back flow of blood. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1025437 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the (B)(6) product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Please note, bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: "backflow of blood into the line." This feedback relates to a 2000e7d product from lot 1025437. However, the customer did provide two photographs, analysis of which confirms the reported back flow of blood. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1025437 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Event description:
Additional information: ¿ was there any harm to the patient/healthcare professional? A: the patients involved in these cases had moderate damage, where it was necessary to carry out a new procedure to insert a peripherally inserted central catheter, a risk for our neonatal patient and also a burden for our institution due to the cost of another central catheter. ¿ was there a need for medical and/or surgical intervention due to the incident (imaging exams, surgery, medication administration, etc.)? A: there was a need for a new central catheter puncture. ¿ was there exposure of blood or chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If so, indicate whether the exposure was to the patient or the professional and what measures were taken. (Details) a: no. ¿ what medication was being administered? A: serum therapy and antibiotics depend on the case, which are more than one. ¿ is the sample contaminated? If yes, please provide the substance. A: not just with serum therapy, one sample and another from the same batch sealed. ¿ has anvisa already been notified? If yes, what is the notification number? A: still, we will not notify you after analyzing the quality deviation. Please describe the clinical set up, including details of the products connected to either end of the 2000e7d product (manufacturer and model); PICC model: double lumen. Pump used: atb medications installed in an infusion pump (mindray), perfusion syringe and saline solution flush in a 10ml syringe in the form of a swirl (pulsatile flushing). Lot 102543. Please confirm if any physical damage or deformity was observed to the smartsite valve? There is no external defect, however, as it contains an internal valve, I do not have a technical team to carry out this check. Please confirm what fluids were being administered at the time of the event(s)? = solutions administered: -vancomycin 12/12h administered time (8pm to 8am)-t azocin 8h to 8am administered time (9pm 5am to 1pm)-before and after each medication saline solution flush (0.5ml) please confirm if any leakage was observed from the smartsite? There was no leak. Due to incompatibility between vancomycin and tazocin, we stopped vancomycin in 1 hour and then added tazocin in 3 hours, taking saline solution between medications in the evening only. Please provide details regarding the sequence of events immediately prior to the issue occurring sequence of events that preceded the occurrence: on 19/09 - PICC 2fr dl brand blenta (lot:201108) was inserted on left axillary vein position, central position. On 28/09, first record of obstruction of a lumen with a valved device (ultrasitis ) - (09 days after passage of the catheter). An exclusive lumen for continuous parenteral nutrition, which did not obstruct, as it was continuously connected to the equipment, another saline lumen with a valved device (ultrasite) for administering medications for the patient. Confirm that any physical damage or deformity is noted on the smartsite valve = visibly no deformity. Please confirm which liquids were being administered at the time of the event(s)? Catheter route was flushed with saline solution and valved device. Please confirm whether any leaks have been observed on smartsite no leaks provide details about the sequence of events immediately before the problem occurred I don't remember exactly, but in the same week there were 3 patients with the same occurrence. This has stopped happening, as we are no longer using the valved device (ultrasite), we are leaving a tap in the lumen with saline solution.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite that blood back flow issue. The following information was received by the initial reporter with the verbatim: problem: backflow of blood into the line, even after a correct flush, returns blood and obstructs central peripheral insertion accesses. There have already been five events with the same batch.